Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device has been requested for return to livanova (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 gas blender system displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
The gas blender was returned to livanova (B)(4) for investigation and repair. During the investigation the reported error could be confirmed. A deviation with the mass flow controller for co2 and measurement deviations have been detected. Therefore the mass flow controller and the measurement bridges were replaced to resolve the reported issue. The device was calibrated and a test run was performed. Additional subsequent functional verification testing was completed without further issues and the unit was returned to service.